Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 08/11/2014. Evaluation shows threads inside both headtubes appear to be worn and are allowing threaded studs to come loose. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per tbm, the fork is not staying in the fork housing. Dealer has on numerous occasions tightened the unit. He as even applied lock tite and still does not hold.